Manufacturer narrative:
Device 10 of 28 e1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these the reported defect were seen. No unused return sample was expected. Batch record revision results: lot 4k02539 was manufactured on 21/oct/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 18/jul/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The defect reported by the customer could occur during the process performed in the elc #11 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot(s) manufactured in this line. The subassembly lot 4k02481 & 4k04294, order (B)(4), material 1003411, was manufactured on 18/oct/2024 & 20/oct/2024 in the elc #11 manufacturing line, with a total of (B)(4) eaches. The complaint investigator performed a batch record review on 11/jul/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Historical complaints review: on 18/jul/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4k02539 lot for the malfunction "foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc.)¿ defect and an additional complaint was identified. Historical nonconformance review: on 18/jul/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA)(s) associated to the malfunction "foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc.)¿ defect for the lot number 4k02539 and as result, no nonconformance / corrective and preventive actions (CAPA)(s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction, the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: visual inspection: frequency: 80 units per hour sample quantity: 640 units per shift acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been 31 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.65% based on our procedure. In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.65. To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as photographs were available for this complaint issue, they were evaluated, and as a result, the reported malfunction for the observed product was confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate acceptable quality level (aql) for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Additionally, no harm was reported due to this complaint issue, and the reported unit wasn¿t utilized. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The distributor reported an issue about black spot in twenty-eight dressings. This defect was found before the product was used by the patient. The duration of use was unknown and there was no harm reported. The photographs depicting the issue were received from the complainant.